Event description:
Intera oncology received a report of a pump flowing slowly. On (B)(6) 2025, during the second refill (high dose heparinized saline 1000 iu/ml for 30 ml) appointment for the patient with pump serial number (B)(6) and noticed that the residual amount was higher than usual, 27ml. The last refill was on (B)(6) 2025, and was flowing normally within the 15% plus/minus range. Based on our flow rate formula (30ml-27ml/11 days), his flow rate for the last 11 days was .27 ml/day. Intera oncology clinical account specialist informed the resident doing the refill to notify the patient's surgical oncologist about this matter. The surgeon responded via email on (B)(6) 2025, with plans on doing the tissue plasminogen activator protocol to assess if the catheter has a clot. The physician(resident) accessed the bolus pathway using the special bolus needle on (B)(6) 2025, to assess whether the catheter was clotted or kinked. He accessed the septum twice but was unable to inject saline into the pathway. Due to two unsuccessful attempts, it was suspected a potential clot or kink in the catheter. Intera oncology associate director of medical affair followed up with the surgeon and was able to confirm that there are no kinks based on the most recent CT scan. Later in the evening, on (B)(6) 2025 (around 9 pm), the surgeon accessed the pump again and was able to inject 2 ml of tpa, followed by 5 ml of injectable saline with resistance. The surgeon speculates that he wasn't pushing the needle down enough during the initial attempts. On (B)(6) 2025, the surgeon accessed the pump's bolus pathway using the special bolus needle and had no issue flushing 5ml of sterile injectable saline. He proceeded with the refilling procedure and got a residual of 20.5ml. Based on the flow rate calculation, the patient's pump is flowing at 1.18ml/day, which is within the +/- (B)(4) range for flow rate. After the refill, intera oncology clinical account specialist connected with intera's associate director of medical affairs, and both agreed that the pump can transition back to being refilled every two weeks. The physician has been informed about this recommendation.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29680256, was reviewed. The pump was manufactured on august 22, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. The physician speculates that he wasn't pushing the needle down enough during the initial attempts. On (B)(6) 2025, the physician accessed the pump's bolus pathway using the special bolus needle and had no issue flushing 5ml of sterile injectable saline. He proceeded with the refilling procedure and got a residual of 20.5ml. The pump remains implanted to the patient. Therefore, the cause of this incident is inconclusive. On (B)(6) 2025, the physician confirmed the patient did not experience any adverse effects. In addition, the physician provided intera oncology with the required patient information. Note: intera oncology has asked the clinic multiple times for the required patient information. This clinic has not responded to our request.